Manufacturer narrative:
(B)(4). The sample was returned for evaluation. A visual exam was performed and it was found that the light guide of blade was broken. It is possible that a breakage of this type occurred during shipping; however, this could not be confirmed. The device history record was reviewed and no issue that could have contributed to the reported failure was noted. The device was manufactured according to release specification. Based on the visual exam, the complaint is confirmed, although a root cause could not be identified.

Event description:
Customer complaint alleges "it was reported that "during the intubation, the light blinking (on / off)". It was reported there was no injury or consequence to the patient.

Manufacturer narrative:
(B)(4).

Event description:
Customer complaint alleges "it was reported that "during the intubation, the light blinking (on / off)". It was reported there was no injury or consequence to the patient.